Manufacturer narrative:
The impact health facilities team requested their electrician investigate the electrical wiring that provided power to the testing machines under investigation in this complaint. The electrician provided verbal feedback that all was working properly and posed no safety issue. The impact health team has requested the electrician change the power outlets to gfi type circuit interruption devices and install industrial type power strips on the tables for the testing units, to allow removal of numerous plug strips that the impact health team is currently using. Testing location is a carpeted basement, where testing equipment and a large table share the space, user was unsure if there are metal attachments on the table. User noted that they try to keep wires and equipment very neat and rubber band wires to prevent clutter. No conclusive root cause could be determined. Possible root cause could be attributed to static electricity due to the carpeted lab.

Event description:
We have had two incidences in which two different accula machines emitted sparks. One staff member received a shock. User was in the process of removing the cassette when the incident occurred. User indicated he was touching the top blue part near the black button, as the machine was running a test and the screen was going on and off (speaking of the light of the device). No adverse event occurred. The used devices were not returned to the manufacturer. The manufacturer has confirmed that the device most likely malfunctioned based on complaint information provided. Information reported by user is being reported as required by 21 cfr 803.